Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions (thin and fragile leaflets). Unspecified tissue injury resulting in worsening mitral valve insufficiency/regurgitation appears to be related to procedural conditions associated with grasping the leaflets. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4, thin and fragile leaflets. The clip was inserted, but after several grasping attempts, tissue damage was observed on both the posterior and anterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr increased to a grade of 4. There was no clinically significant delay in the procedure.